Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under manufacturer report number 2916596-2022-15001.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that on (B)(6) 2022, the patient passed away. The patient had originally been admitted on (B)(6) 2022 due to low oxygen levels. The patient had anemia. The patient had also been having progressive decline to their health leading up to this admission. On (B)(6) 2022, the patient became more hypotensive and somnolent. Due to their complex medical needs, the patient was transitioned to comfort care. They passed away in the hospital.